Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Section d10 (concomitant medical products and therapy dates) has been updated to include concomitant product information that was inadvertently omitted from the initial MDR submission.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in a 62-year-old male patient for high-risk percutaneous coronary intervention (hrpci). The patient¿s comorbidities included coronary artery disease (cad), diabetes mellitus (dm), renal insufficiency, and peripheral arterial disease (pad), with prior iliac stenting of the right common iliac artery. The patient¿s clinical state prior to initiation of support was reported as scai shock stage d, and the patient was on multiple vasopressors/inotropes and mechanical ventilation for respiratory support prior to impella insertion. The activated clotting time (act) prior to insertion was reported as 326 seconds. While in the procedure setting, the impella cp device was placed and operated at performance level p-8 with flows of approximately 3.1 liters per minute. The purge solution was reported as 5% dextrose in water, with purge flow of 16.2 ml/hr and purge pressure of 452 mmhg. The device functioned as intended with no reported device malfunction. After approximately 7 hours of impella cp support, the device was weaned and removed due to concerns for lower extremity ischemia. The patient remained on multiple vasopressors, which may contribute to peripheral vasoconstriction. During the clinical course, the patient experienced episodes of atrial fibrillation with rapid ventricular response (afib with rvr) and ventricular tachycardia (vt), requiring additional medical management. A serious injury is being conservatively reported due to the occurrence of limb ischemia and cardiac dysrhythmias. However, given the patient¿s significant underlying comorbidities¿including pad and critical cardiogenic shock requiring vasopressor support¿it is likely that these factors contributed to the observed clinical events, including reduced distal perfusion and arrhythmias. The patient survived following device explant, and distal pulses in the affected limb were reported to improve after titration of vasopressor therapy.

Manufacturer narrative:
Added: d3 patient-device interaction (peripheral arterial ischemia/tachycardia): the root cause of the injury was not determined due to insufficient clinical details.